Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Sections h6 and h10 were updated. The device was not returned for evaluation. No imagery was provided. Therefore, no visual, functional, or dimension evaluation was able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A review of the IFU and training manuals also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation paravalvular leak was unable to be confirmed due to unavailability of procedure imagery/returned device. A review of the device history revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the report by implant patient registry, approximately 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time. Per the field clinical specialist (fcs), the patient previously developed paravalvular leak. However, despite multiple attempts for additional information, the reason for the valve explant could not be confirmed. Per the instructions for use (IFU), device explant and paravalvular leak (pvl) are known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.